Manufacturer narrative:
A follow up on (B)(4) 2015 indicated that the customer was able to load a cartridge successfully and resume insulin delivery. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 6 during the load process. Customer's blood glucose level was 320 mg/dl. It was confirmed that the customer had a manual injection available.